Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and without the device for investigation, the cause of the reported event could not be confirmed. The review of the lhr (lot f1025607) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.

Event description:
It was reported by the aci sales professional that a (B)(6) female patient underwent a left heart catheterization on (B)(6) 2010. Access was obtained at the common femoral artery via a 5f procedural sheath. There was no information regarding the pre-procedural femoral angiogram to assess suitability of closure. Following completion of the procedure, a radiology technician (rt) trained in the use of the mynx, used the device for femoral artery closure. It was reported that the rt proceeded to deploy the device per mynx IFU; however, upon retraction of the balloon, the rt encountered some resistance. The rt reported that he made several attempts to re-inflate and deflate the balloon. The device was cut near the valve at the top. When the balloon did not deflate, the rt inserted a micro puncture cannula over the balloon catheter. When the micro puncture cannula failed to be advanced, an 18-gauge needle was inserted over the mynx device. Once the device was removed, it was noted that the balloon was still in the patient so a vascular surgeon was consulted. At this point, the patient was converted to manual compression and hemostasis was successfully achieved. An ultrasound and a femoral angiogram confirmed that the balloon was still in the artery. The patient was taken to the operating room where the vascular surgeon removed a specimen from the patient's anatomy which was sent to pathology and confirmed as femoral artery clot and the mynx balloon that was 2.3cm x 0.2cm. The patient was monitored in ICU and was discharged to home the following day ((B)(6) 2010) without clinical sequela.